Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill device. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing and a component of the attachment device were damaged. It was determined that the cutter device could not be inserted, and the nose tube was bent/damaged. It was observed that the device had vibration. It was further determined that the device failed pretest for visual assessment, thimble set screw, cutter insertion, vibration and the temperature test could not be performed (the pretest temperature was marked as fail with the test indicated value as "n/a" as the test was unable to be performed). It was noted in the service order that the drill device could not be inserted into the attachment device. It was reported that there were no delays to the surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.